Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One full osseotite tapered certain implant (xifnt411) was returned for investigation. Visual inspection of the returned implant identified a fractured device with severely damaged external threads. There was bone residue around the external threads. There was no evidence of a fractured screw inside the implant. X-ray images were provided. However, upon analysis by clinical subject matter expert (sme) , it was determined that the x-ray images were not diagnostic. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured. The reported complaint of implant fracture was confirmed through visual inspection. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant fractured. The implant was subsequently extracted.